Manufacturer narrative:
See d9, h3, h6, h8 and h11. The device has been returned for evaluation; product was used, the right release button is broken, the customer added velcro to the back of the liner which has worn it out, there is no internal damage to the liner, the release button problem has been confirmed. The root cause was determined to be a broken valve.

Manufacturer narrative:
It was reported that the patient received a defective boot that has caused the patient's condition to get worse. The device has not been returned for evaluation; the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the patient received a defective boot that has caused the patient's condition to get worse.